Event description:
Attempts for product return have been unsuccessful.

Event description:
An implant card was received on (B)(6) 2012 indicating that this vns patient underwent full revision due to battery depletion and lead discontinuity. Attempts for additional information and product return have been unsuccessful.

Event description:
Follow-up showed that high impedance was first noted on (B)(6) 2012. The device was interrogated at the hospital and found to be at end of service. It is unknown if the device was programmed off at the time of high impedance. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Chest x-rays were taken on (B)(6) 2012 and showed two lower clips not connected. X-ray images were not available; however, the x-ray report indicated that ap and right lateral chest radiographs were completed on (B)(6) 2012 and compared to (B)(6) 2012 images. The vns device was present with the wires extending to the base of the neck on the left. As noted on the last study, the upper two clips were connected to the wires being supplied by the power sources in left lower chest medically. The lower two clips are not connected and appear identical to the last study. The impression is that the vns device was unchanged from the last study.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.